Event description:
2 mesenteric windows were made immediately proximal and distal to this and the bowel divided here with a gia stapler purple load. Mesentery was taken with ligasure device. I then fashioned a side-to-side functional end-to-end anastomosis with another firing of the gia purple stapler. Common enterotomy was closed with a ta 60. Anastomosis was palpated and patent. I then ran the bowel again and no further evidence of injury was noted again. However when I reached my small-bowel anastomosis there was small bubbles of air coming from it. It was therefore resected. It was then reperformed with another gia 80 and a side-to-side functional end-to-end fashion. This time the common enterotomy was closed with another firing of the 80 gia stapler. This was very closely inspected and this time was leaking from 2 separate areas of the staple line from the enterotomy closure. This is an occurrence of unknown staple failure. The proximal bowel was fairly distended but I would still expect the staple line to hold. I considered redoing the anastomosis again and hand sewing it but decided against it. Given all of this and the fact that the patient had been under anesthesia for almost 9 hours at this point, I elected to leave her in discontinuity and place an abthera with plans to take her to the (intensive care unit), resuscitate her potentially diurese her, decompress the bowel and returned to complete the anastomosis another day.